Event description:
Related manufacturer reference number: 2017865-2023-95155. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged while tethered to the delivery catheter. The lp was removed and a second lp implant was attempted but the second lp dislodged after being released. The second lp was retrieved and a third lp was successfully implanted. The patient was discharged following the procedure.

Manufacturer narrative:
Further information was requested but not received.